Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was returned to exactech for analysis. Design-related issues: this design has been in the field since 2009. Exactech has received 22 complaint reports involving 24 pilot tip reamers since their introduction. Because this instrument is used in reverse total shoulder surgeries, the sales data for glenospbere components was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. A corrections and removal committee crc) meeting has been held to discuss how to fix this issue. Refer to (B)(4) for details. A CAPA was also opened to address the issue. This CAPA resulted in a field advisory notice. Refer to (B)(4). Mfg-related issues: exactech has not received any other complaints from this manufacturing lot, which has been in the field since 2016. Therefore, this issue does not appear to be manufacturing-related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this reverse pilot tip reamer, (B)(4) rev h, was reviewed. The risk is captured in row 17. Most likely cause: the broken reamer reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. Exactech IFU (B)(4) states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any adverse patient outcome. The most likely root cause of the device breakage reported in this event was due to normal use and the result of applying a bending movement to the reamer during use, which led to brittle fracture of the pilot tip feature. The agent/agency is no longer active with exactech. No additional information is available from the contacts related to this event. No additional attempts will be made for information regarding this event.

Event description:
It was reported by (B)(6) that the great bone a massive irreparable cuff tear occurred. Dr. (B)(6) placed the pilot tip reamer tip in the 2mm hole drilled in placement of the drill guide. As dr. (B)(6) put the tip of the reamer head in the drill hole, he attempted to lever and retract slightly posterior. During the process of retracting and starting the reaming process, the tip of the reamer sheared off due to force and hard bone. We ended up "scraping" the glenoid and implanting a 42 glenosphere with good range of motion and function. All parts that were broken were found, received, and accounted for.